Event description:
It was reported: "as a result of the recently launched customer inspection reminder and training relating to regulatory action (B)(4), the customer has physically inspected their ceramic cutting blocks and 4 items have failed inspection."

Manufacturer narrative:
Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same event as: MFR # 2249697-2010-01483, MFR # 2249697-2010-01484.